Event description:
The primary knee was implanted in 2002. The pt lost flexion and extension movement in their knee. Dr. Attempted to change the insert and downsize the femor but neither was successful in resolving the problem. He then ex-planted the bks and implanted a constrained zimmer knee.